Event description:
On selection of one specific patient in the centricity ris radcockpit module's worklist, ra1000 opens images for a different patient. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be filed when the investigation has been completed.